Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("part of the essure device had migrated out of her fallopian tube") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), back pain ("back pain"), arthralgia ("joint pain"), dysmenorrhoea ("painful menstrual cycles"), vaginal haemorrhage ("heavy vaginal bleeding"), migraine ("migraines") and alopecia ("hair loss"). The patient was treated with surgery (underwent a bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, abdominal pain, dyspareunia, back pain, arthralgia, dysmenorrhoea, vaginal haemorrhage, migraine and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, device dislocation, dysmenorrhoea, dyspareunia, migraine and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she sought treatment for her symptoms. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("part of the essure device had migrated out of her fallopian tube/malposition of essure device location of device when the doctor opened the left fallopian tube the essure was not there,migration of essure device location of device: when the doctor op") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". In 2006, the patient experienced menorrhagia (seriousness criterion medically significant), dyspareunia ("painful intercourse/dyspareunia"), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea(cramping)"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding(vaginal,menorrhagia)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In november 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating and was given medication to digestion"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, back pain ("back pain"), arthralgia ("joint pain"), migraine ("migraines"), alopecia ("hair loss"), furuncle ("rashes or skin conditions type: boils"), headache ("headache") and allergy to metals ("nickel allergy") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with ablation and surgery (bilateral salpingectomy, total hysterectomy (uterus and cervix removed). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, back pain, arthralgia, alopecia, headache, allergy to metals and weight increased outcome was unknown and the menorrhagia, dyspareunia, dysmenorrhoea, vaginal haemorrhage, migraine, furuncle, vaginal discharge, fatigue and abdominal distension had resolved. The reporter considered abdominal distension, allergy to metals, alopecia, arthralgia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, furuncle, headache, menorrhagia, migraine, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: she sought treatment for her symptoms. Discrepancy in essure removal dates : (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Most recent follow-up information incorporated above includes: on 12-apr-2019: pfs received :following events were added : menorrhagia, rashes or skin conditions type: boils,headaches, nickel allergy, vaginal discharge, fatigue, weight gain / loss specify which one: weight gain, gastrointestinal or digestive system condition type: bloating and was given medication to digestion,did you undergo an essure confirmation test? No. Outcome of the event abnormal bleeding (vaginal, menorrhagia),migraines, painful sexual intercourse,cramping was changed from unknown to recovered/resolved.reporter information added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('part of the essure device had migrated out of her fallopian tube/malposition of essure device location of device when the doctor opened the left fallopian tube the essure was not there,migration of essure device location of device: when the doctor op'), device breakage ('fragments of right coil'), embedded device ('right coil found embedded in cornual region'), endometritis ('chronic endometritis') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". In 2006, the patient experienced menorrhagia (seriousness criterion medically significant), dyspareunia ("painful intercourse/dyspareunia"), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea(cramping)"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding(vaginal,menorrhagia)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating and was given medication to digestion"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), back pain ("back pain"), arthralgia ("joint pain"), migraine ("migraines"), alopecia ("hair loss"), furuncle ("rashes or skin conditions type: boils"), headache ("headache"), allergy to metals ("nickel allergy") and muscle spasms ("leg cramps") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with ablation and surgery (bilateral salpingectomy, total hysterectomy (uterus and cervix removed). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, embedded device, endometritis, back pain, arthralgia, alopecia, headache, allergy to metals, weight increased and muscle spasms outcome was unknown and the menorrhagia, dyspareunia, dysmenorrhoea, vaginal haemorrhage, migraine, furuncle, vaginal discharge, fatigue and abdominal distension had resolved. The reporter provided no causality assessment for endometritis with essure (ess205). The reporter considered abdominal distension, allergy to metals, alopecia, arthralgia, back pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fatigue, furuncle, headache, menorrhagia, migraine, muscle spasms, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: she sought treatment for her symptoms. Discrepancy in essure removal dates : (B)(6) 2017, (B)(6) 2018. Per medical record: surgical pathology report: endometrium, curettage: chronic endometritis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jun-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('part of the essure device had migrated out of her fallopian tube/malposition of essure device location of device when the doctor opened the left fallopian tube the essure was not there,migration of essure device location of device: when the doctor op'), device breakage ('fragments of right coil'), embedded device ('right coil found embedded in cornual region'), endometritis ('chronic endometritis') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". In (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced menorrhagia (seriousness criterion medically significant), dyspareunia ("painful intercourse/dyspareunia"), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea(cramping)"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding(vaginal,menorrhagia)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In 2007, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating and was given medication to digestion"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), back pain ("back pain"), arthralgia ("joint pain"), migraine ("migraines"), alopecia ("hair loss"), furuncle ("rashes or skin conditions type: boils"), headache ("headache"), allergy to metals ("nickel allergy") and muscle spasms ("leg cramps") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with ablation and surgery (bilateral salpingectomy, total hysterectomy (uterus and cervix removed). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, embedded device, endometritis, back pain, arthralgia, alopecia, headache, allergy to metals, weight increased and muscle spasms outcome was unknown and the menorrhagia, dyspareunia, dysmenorrhoea, vaginal haemorrhage, migraine, furuncle, vaginal discharge, fatigue and abdominal distension had resolved. The reporter provided no causality assessment for endometritis with essure (ess205). The reporter considered abdominal distension, allergy to metals, alopecia, arthralgia, back pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fatigue, furuncle, headache, menorrhagia, migraine, muscle spasms, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: she sought treatment for her symptoms. Discrepancy in essure removal dates : (B)(6) 2017, (B)(6) 2018. Per medical record: surgical pathology report: endometrium, curettage: chronic endometritis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Most recent follow-up information incorporated above includes: on 8-may-2020: medical record received. Event "endometritis, device breakage, device embedded" added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('part of the essure device had migrated out of her fallopian tube/malposition of essure device location of device when the doctor opened the left fallopian tube the essure was not there, migration of essure device location of device: when the doctor op') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". In 2006, the patient experienced menorrhagia (seriousness criterion medically significant), dyspareunia ("painful intercourse/dyspareunia"), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea(cramping)"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding(vaginal,menorrhagia)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating and was given medication to digestion"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, back pain ("back pain"), arthralgia ("joint pain"), migraine ("migraines"), alopecia ("hair loss"), furuncle ("rashes or skin conditions type: boils"), headache ("headache"), allergy to metals ("nickel allergy") and muscle spasms ("leg cramps") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with ablation and surgery (bilateral salpingectomy, total hysterectomy (uterus and cervix removed). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, back pain, arthralgia, alopecia, headache, allergy to metals, weight increased and muscle spasms outcome was unknown and the menorrhagia, dyspareunia, dysmenorrhoea, vaginal haemorrhage, migraine, furuncle, vaginal discharge, fatigue and abdominal distension had resolved. The reporter considered abdominal distension, allergy to metals, alopecia, arthralgia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, furuncle, headache, menorrhagia, migraine, muscle spasms, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: she sought treatment for her symptoms. Discrepancy in essure removal dates : (B)(6) 2017, (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New events added: leg cramps. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.